Event description:
It was reported that the user was riding the rifton trike down the hall when one of the rear wheels fell off. It appears that the axle bearing may have seized up, eventually wearing through the axle.